Event description:
The pt had excessive bleeding from a cannulation site for extracorporal membrane oxygenation (ECMO). The site was in the right neck at the insertion into the internal jugular vein. There was bleeding from the insertion site and floseal matrix haemostatic sealant (topical thrombin) was injected into the tract to try and promote thrombosis. The floseal that was injected embolized to the lungs. The pt became hemodynamically unstable,and despite resuscitative measures, the pt expired.